Event description:
Equipment issue: affected equipment serial/lot number: hvad battery (B)(4) new equipment supplied to patient: hvad battery, (B)(4) (B)(6) clinical note: patient states that he woke up last week and disconnected from ac power so that he could connect a battery. His battery that was on the other power port had drained of all power overnight. Log files downloaded and sent to medtronic. See below for autolog interrogation. Spoke with hvad clinical rep, and each critical battery event is associated with (B)(4). This battery was taken out of service and patient provided with new battery on (B)(6) 2021 requesting mpxr and warranty replacement: yes. FDA safety report ID # (B)(4).